Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site:(B)(4).

Event description:
It was reported that patient had issue with infusion set tubing leaking at site and experienced high blood glucose and got treated with manual syringe event on (B)(6) 2026.